Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023 (september 22, 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
Hamilton medical ag (hmag) received the following incident description: on december 1 at about 02:58, a doctor was changing the settings for c6. At that time, the screen disappeared. The screen display then returned. I informed him of a possible hmi reset and checked the event log, but no corresponding error was recorded. Ventilation operation was also fine, so c6 is currently in continuous use. There has been no further communication that the phenomenon has been reproduced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
On december 1 at about 02:58, a doctor was changing the settings for c6. At that time, the screen disappeared. The screen display then returned. I informed him of a possible hmi reset and checked the event log, but no corresponding error was recorded. Ventilation operation was also fine, so c6 is currently in continuous use. There has been no further communication that the phenomenon has been reproduced. Is it possible that this matter is not an hmi reset but some other hardware failure?